Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges hernia recurrence and adhesions. Hernia recurrence and adhesions are both known complications and are listed in the adverse reaction section of the IFU. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no additional details have been provided. Review of manufacturing records indicate product was manufactured to specification. This emdr represents the bard/davol mesh - composix (device #1). Additional emdrs were submitted to represent the bard/davol mesh - composix (device #2) and the bard/davol xenmatrix ab (device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2004 the patient underwent surgery for repair of an incisional hernia. A bard composix was implanted to repair the hernia defect. On or about (B)(6) 2004 the patient underwent an additional surgery for repair of a recurrent incisional hernia. The surgeon took down the adhesions that were encountered. A bard composix was implanted to repair the recurrent hernia defect. On or about (B)(6) 2008, patient underwent surgery to remove the composix and repair the recurrent incisional hernia. Additionally, during this surgery, the surgeon took down the adhesions and excised the mesh. Then, a non-bard/davol mesh was implanted to attempt to repair the recurrent hernia defect. On or about (B)(6) 2018, patient underwent additional surgery to remove the previously placed mesh and repair recurrent hernias. After entering the abdomen, the surgeon found extensive bowel adhesions to the mesh, which caused a partial bowel obstruction. After extensively lysing the bowel adhesions, the surgeon had to perform two bowel resections and anastomoses. The mesh was then explanted with dense scar tissue and adhesions. The surgeon placed a bard xenmatrix ab in an attempt to repair the abdominal hernia defect. Attorney alleges "past, present, and future damages, including but not limited to, pain and suffering for severe and permanent personal injuries sustained by the patient". It is also alleged that the patient experienced emotional distress and the device was defective.